Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: call service 052 alarms were observed in the pump's black box on (B)(6) 2015. A pump reboot event was observed in the clearing of the call service messages. The slot on top of the battery compartment was found to be damaged. There was a battery compartment crack observed below the grip pad. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Unrelated to the initial allegation, the display screen was dim and discolored. The audio bolus button cover had a tear in the center, but was still responsive.